Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The 70-90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery. While performing a percutaneous coronary intervention, the guidezilla shaft broke at the collar. An unspecified balloon was used to pin the guidezilla to the unspecified guide and everything was removed all at once. No product retained in the patient. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter and a 6f non-bsc guide catheter. There was a kink in the shaft of guide catheter, 5mm from the strain relief. There was blood and contrast inside the devices, and on the outside of the devices. The distal shaft of the guidezilla was stuck in the distal end of the returned, non-bsc guide catheter. The 42mm of the distal shaft was sticking out of the distal end of the returned guide catheter. There were numerous kinks in the portion of the distal shaft that was protruding from the guide catheter. Microscopic examination revealed a complete separation at the collar/proximal shaft bond and damage to the collar. Microscopic examination of the pfte found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 70-90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery. While performing a percutaneous coronary intervention, the guidezilla shaft broke at the collar. An unspecified balloon was used to pin the guidezilla to the unspecified guide and everything was removed all at once. No product retained in the patient. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.